Event description:
It was reported that the ventricular lead exhibited unacceptable threshold. The lead was capped and replaced. The patient was stable during and following the procedure.

Manufacturer narrative:
(B)(4).